Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that six weeks post-implant, the right atrial (ra) lead exhibited rising thresholds. The lead was noted to have dislodged due to a loose suture at the suture sleeve. The lead was repositioned and remains in use. No patient complications have been reported as a result of this event.